Event description:
It was reported by staff, to the biomedical engineer, that the epg (external pulse generator) was not pacing. No further details were available. The biomedical engineer could not duplicate the issue. It was further reported that the epg was missing parts/broken. The epg was returned for repair and preventive maintenance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, there were missing and broken parts. It was noted that the upper case and lower case were broken, two side bail covers and ring cover were broken, two side bails and ring were missing. However, the pacing issue could not be confirmed. Also, the battery release was contaminated, the heart block was contaminated, the lead flex cover was contaminated, one case screw was missing, the heart wire contacts were contaminated, the battery contacts were compressed, the battery drawer was broken, the battery flex was contaminated and the heart lead flex was contaminated. (B)(4).